Event description:
Paramedics attended to a person described as in full cardiac arrest. The patient was diagnosed in ventricular fibrillation. The operator administered a countershock to the patient using the standard external paddles. The device allegedly failed to charge when a second countershock was attempted. A backup defbrillator was immediately available and used. The patient was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the immediate use of a backup defibrillator.